Manufacturer narrative:
As reported by the (B)(4) study, the site indicated that twenty-four hours post index for a pta stenting of the right internal carotid artery, the patient expired. The cause of death was brain hemorrhage. The target lesion was 99% occluded. The concentric lesion had mild calcification and mild tortuousity. The baseline nih stroke scale score was 0. The patient was asymptomatic at the time of the procedure; however, the medical history included tia and 2 previous carotid endarterectomies in the same location. An abnormal cta also revealed more than 95% intrastent restenosis of an unknown stent in the right internal carotid artery with evidence of disease in the left internal carotid artery, previously treated as well. A 6mm medium support angioguard device was deployed and a 10 x 30mm precise pro rx stent was successfully deployed in the previously placed stent with a residual diameter stenosis of 10%. The angioguard was successfully removed and it is unknown whether or not debris was found in the basket. There was no documented dissection or presence of air bubbles during the procedure and the patient had no complications. A few hours later the patient had manifestations of slurred speech associated with significant profound hemiparesis of the left arm associated with seizures. The patient was intubated at this time. A cat scan was performed with evidence and confirmation of intraparenchymal acute bleeding on right side of the brain. After having neurosurgical evaluation for consideration of evacuation of the intercerebral bleed and because of his condition and poor prognosis, the patient was transferred to micu where the family consented for extubation. Twenty-four hours post index procedure the patient expired due to a brain hemorrhage that was preceded by increased blood pressure. The site indicated that the death was not related to the device or the procedure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Intracerebral hemorrhage occurs when a diseased blood vessel within the brain bursts, allowing blood to leak inside the brain. The sudden increase in pressure within the brain can cause damage to the brain cells surrounding the blood. If the amount of blood increases rapidly, the sudden buildup in pressure can lead to unconsciousness or death. Intracerebral hemorrhage usually occurs in selected parts of the brain, including the basal ganglia, cerebellum, brainstem, or cortex. The most common cause of intracerebral hemorrhage is high blood pressure (hypertension). After revascularization that alleviates a high-grade symptomatic stenotic lesion, cerebral hyperperfusion may occur as a result of a sudden, rapid increase in cerebral blood flow excess of that required to meet metabolic demands. Anticoagulation is a known risk factor for brain hemorrhage in patients with pre-existing disease. Less common causes of intracerebral hemorrhage include trauma, infections, tumors, blood clotting deficiencies, and abnormalities in blood vessels (such as arteriovenous malformations). Typically, intracerebral hemorrhage develops on the third to fifth post procedure day, though there have been cases observed immediately after surgery, as well as cases developed 3 weeks after revascularization. Review of the available information suggests that patient factors and/or vessel/lesion characteristics may have contributed to the event. There is no evidence to suggest that the event is related to the design or manufacturing process of the device.

Event description:
As reported by the (B)(4) study, the site indicated that twenty-four hours post index for a pta stenting of the right internal carotid artery, the patient expired. The target lesion was 99% occluded. The concentric lesion had mild calcification and mild tortuousity. The baseline nih stroke scale score was 0. The patient was asymptomatic at the time of the procedure; however, the medical history included tia and 2 previous carotid endarterectomies in the same location. An abnormal cta also revealed more than 95% intrastent restenosis of an unknown stent in the right internal carotid artery with evidence of disease in the left internal carotid artery, previously treated as well. A 6mm medium support angioguard device was deployed and a 10 x 30mm precise pro rx stent was successfully deployed in the previously placed stent with a residual diameter stenosis of 10%. The angioguard was successfully removed and it is unknown whether or not debris was found in the basket. There was no documented dissection or presence of air bubbles during the procedure and the patient had no complications. A few hours later the patient had manifestations of slurred speech associated with significant profound hemiparesis of the left arm associated with seizures. The patient was intubated at this time. A cat scan was performed with evidence and confirmation of intraparenchymal acute bleeding on right side of the brain. After having neurosurgical evaluation for consideration of evacuation of the intercerebral bleed and because of his condition and poor prognosis, the patient was transferred to micu where the family consented for extubation. Twenty-four hours post index procedure the patient expired due to a brain hemorrhage that was preceded by increased blood pressure. The site indicated that the death was not related to the device or the procedure.

Manufacturer narrative:
Concomitant medications: pre-procedure medications included aspirin, clopidogrel and bivalirudin. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.